Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left-side " rupture" and "exchange of textured devices due to patient's concern with product." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6. Device evaluation: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no other observations observed.

Event description:
Healthcare professional reported left-side " rupture" and "exchange of textured devices due to patient's concern with product." Device has been explanted and replaced.